Manufacturer narrative:
Device eval summary: device malfunction of monitor (B) (4) has been completed. The reported problem (device was alarming "connect belt") was confirmed. The cause of the reported problem was damage to the j103 and j2008 connectors on the ca board. J103 is one of the connectors that bring ECG input from the auxiliary board portion of the monitor. J2008 also receives and send signals to the electrode belt. The root cause of the damaged j103 and j2008 was likely pt abuse. The entire top of the monitor was off as if the pt had dropped it. The monitor was repaired, retested a restocked. No adverse event resulted from the failure. The pt received a replacement monitor.

Event description:
A (B) (6) male pt contacted lifecor customer support to report that he was receiving "connect electrode belt" messages. He reported that the electrode belt is connected. He stated that a few days ago the monitor "opened up" and he does not know how. Support sent a territory manager to the pt to replace the electrode belt.